Event description:
It was reported that during an unknown procedure, the metal part on the clip applier that guides the clip popped off while priming the applier. Another device was used to complete the procedure. There was no patient involvement. (B)(4)

Event description:
The lay user/patient contacted lifescan alleging the meter has segments missing. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). Malformed clip, broken; bent; damaged floor. The analysis found that the er320 device was received with jaws yielded and with the floor broken, the device was tested for functionality and it fired two clips conforming, four clips with gap and eleven clips ejected. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.